Event description:
AED is prompted ¿device require to service¿ when turn off the device and unable to synchronise the pad time during saverevo test. No patient involvement.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the 18th september 2013. Upon investigation the bt1 coin cell was found to be depleted. This had resulted in multiple rtc errors in the device memory, leading to the reported faults of ¿warning, device service required¿ prompts and the pad clock failing to synchronize. As the coin cell also powers led drive circuitry, the failure had also resulted in the lack of a flashing status indicator. Upon disassembling the device, what appeared to be a metal component snipping was identified loose within the device, identified in the region of the led drive circuitry. With the metal snipping removed from the device, no measurable fault was found on the unit that would have depleted the coin cell. The rtc/led drive circuitry was scrutinized to identify a potential source of high current drain on the coin cell, with no measurable fault identified. Upon replacing the coin cell, the device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. No significant change in the coin cell voltage was observed after this stress testing. Furthermore, the pad clock incremented throughout this time and not desynchronize. Multiple scenarios were conducted which could have depleted the coin cell by creating short circuits on components on the led drive circuitry, where the metal snipping had been identified. Each short circuit resulted in an excess current drain in the ma range. Furthermore, information from the history log indicates that the rtc faults occurred after the (B)(6) 2019, which would indicate the coin cell had become depleted after this date, given no fault found on the pcba, the investigation can therefore only suggest the coin cell had depleted due to a short circuit created by the metal snipping loose within the device. It is unclear how the metal debris had entered the device. No component or wire snipping is performed during the assembly process at heartsine. It is possible that the issue had occurred during the pcb manufacturing process while trimming through-hole components. However, this could not be confirmed. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 500p.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
AED is prompted ¿device require to service¿ when turn off the device and unable to synchronise the pad time during saverevo test. No patient involvement.